Event description:
Hillrom received a report from a hillrom technician stating the bed buttons were sticking on the right keypad causing the bed to articulate on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the keypad membrane needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on april 29, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the keypad membrane to resolve the reported event. Based on this information, no further action is required.